Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient reported upon waking up they noticed the pod had fell off the infusion site, causing the cannula to dislodge. Blood glucose (bg) values reached over 400 mg/dl while wearing the pod between 1 and 4 hours in the abdomen. Symptoms include nausea, vomiting and hyperglycemia. For treatment, the patient was given intravenous (IV) fluids and long-acting insulin. The patient was discharged after 3 days. The pod was dislodged, when it fell off.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.